Manufacturer narrative:
G4: 30mar2020 b4: (B)(6)2020 type of reported complaint was updated to serious injury. The customer reported that the unit was in use on a patient during the event with no harm noted. Due to limited information provided, provision of medical intervention to prevent/preclude harm is unclear and therefore has not been ruled out. Assessment of complaint with this assumption has been considered via clinical risk review and shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2020. Date of report: 23jan2020.

Event description:
It was reported that the ventilator had a 35 volt failed error. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se found error codes in the ventilator diagnostic logs related to 35 volts supply failed, auxiliary alarm supply failed, backup alarm failed and alarm light emitting diode (led) failed. The se replaced the power management (pm) board to address the reported issue and the ventilator passed all testing.